Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. The customer was admitted into the hospital on (B)(6) 2018. While at the hospital, the customer received food and bgs were monitored. The treatment resolved the issue and the customer was released on (B)(6) 2018, with no permanent damage. During system check with tandem technical support verified that the customer had received an auto-off alarm. The customer declined tandem technical support's offer to adjust the auto-off alarm settings, and per recommendation from health care provider was using manual injections for diabetes management.